Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was 24 mmol/l. The customer successfully treated themself with a correction and was able to lower their blood glucose. The customer also received the unexpected restart alarm on the insulin pump and received the alarm after every battery change. The customer's mother explained that the battery contacts inside the insulin pump appeared to be damaged. The customer did not recall the insulin pump becoming wet. The customer was advised to discontinue use of the insulin pump. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify unexpected restart alarm or any alarm due to failed battery test alarm. Unit had bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.